Event description:
It was reported that this right ventricular (rv) lead had fracture. In addition, the lead exhibited high impedance, high thresholds, noise, visualized on fluoroscopy and inspection. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "cause traced to device design" conclusion code was selected based on the direct observation of a fractured lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead had fracture. In addition, the lead exhibited high impedance, high thresholds, noise, visualized on fluoroscopy and inspection. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.